Manufacturer narrative:
PMA/510(k) #:k101450. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, quality control, specifications, and visual inspection of the device was conducted during the investigation. The device (mcs-2.8-nt2-135-15-hp) lot 7537122 was returned in sealed, undamaged condition. A visual examination noted a black, free floating single strand of foreign matter inside the sterile packaging. No other defects were noted in the packaging. A thorough review of the device history record did not observe any non-conformances that may have contributed to this incident associated with the complaint lot number; 7537122. Additionally, a search of the manufacturer's database revealed this to be the second reported complaint associated to the complaint lot number 7537122. Because the sterile packaging was sealed, it is feasible to suggest the foreign matter was introduced during a manufacturing process. Foreign matter should have been detected during the packaging process and/or during post sterilization. This failure mode has been escalated per internal processes. Per the quality engineering risk assessment no further action is required. We continue to monitor for similar complaints and have notified the appropriate personnel.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. .

Event description:
Foreign material was observed free-floating within the device package. The foreign matter was observed during an evaluation of unused samples returned for a separate complaint investigation. There was no patient contact, accordingly, no adverse patient consequence. A follow-up report will be submitted upon completion of the investigation.